Manufacturer narrative:
Batch review performed on 10 july 2018. Lot 1550781: 83 items manufactured and released on 17 november 2015. No anomalies found related to the problem. To date, this is the third similar event reported on items of the same lot. Visual inspection performed by r&d product manager: the analysis has been performed considering also the images attached to this complaint. During the analysis it is evaluated that the terminal for cup impactor is blocked inside the cup. We use the screwdriver 01.15.10.0293 to unscrew it. It is evaluated that the balinit coating on the terminal is scratched al some residue are present on the cup surface. In addition also residue of dry blood are preset inside the cup threaded part. Both this issues should be the root cause of the fixation of the terminal into the cup.

Event description:
The terminal of the amis impactor became blocked into the cup. A second cup were used in each case and surgeries finished without problems for the patient.